Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level was elevated to around 200 mg/dl a week ago. His normal level is near 100 mg/dl. Bolusing via the infusion device did not correct the elevated value and it remained elevated for two days. On (B)(6) 2013, before breakfast his blood glucose value was 89 mg/dl and he delivered one unit of insulin after he ate. At 10:00am his blood glucose level was 180 mg/dl, at midday it was over 200 mg/dl, in the afternoon around 500 mg/dl, and in the evening it was 540 mg/dl. He stated that the following day his blood glucose level remained around 500 mg/dl. The infusion device did not display any alarm or error codes. The patient changed the device's accessories, but he still was not successful correcting the elevated values via the infusion device. The patient thinks the infusion device does not deliver enough insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.